Manufacturer narrative:
The customer¿s report of broken smartsite cap was confirmed. Visual inspection of the set noted that the clear luer lock body that is welded to the female luer adapter was broken/cracked with the broken piece of the clear body still remaining within the fla. A whitish area on one side of the damaged clear body, indicative of stress, was observed at the break point of the damaged clear body. No additional stress markings were observed on the rest of the valve component. Functional testing was not performed due to the obvious damage. The probable cause of the observed damage to smartsite component has been identified to be lateral force exerted during disconnection of the smartsite valve from a mating component. The root cause was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the smartsite broke while in use. No other event details were provided. There is no report of any patient harm.